Event description:
The lay user/patient's husband contacted lifescan in 2007 and alleged that the patient's one touch basic enhanced meter was reading inaccurately erratic. This complaint was classified based on the customer care advocate (cca) documentation. The husband could not remember the exact date/time as to when the alleged issue first occurred, but stated that it was back in 2006. He could not provide any results obtained on the lifescan meter, but reported that the patient sought assistance from emergency services, where the emt meter results were in the high 50s and low 60s. The patient had received food/beverage for treatment. At the time of troubleshooting, the husband did not have the test strips and was unable to verify the unit of measurement. He did not have checkstrip or control solution and therefore, quality control checks could not be performed. Although the husband was not able to provide results obtained on the alleged meter, the patient received treatment from the paramedics after her blood glucose level on their meter was in the high 50s and low 60s. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.